Event description:
In 2005, right arthroscopic slap tear repair. Joint surfaces appeared normal per the surgeon's report. Stryker pain pump was placed in the right shoulder joint with 0.5% marcaine at 4 ml/hr with available bolus every hour. In 2006, right anterior capsulectomy - adhesive capsulitis and contracture of right shoulder. A catheter was placed into the shoulder joint to be used with the pain buster to instill 0.5% marcaine at 2cc/h for 50 hours. The joint was also injected with 30cc of 0.25% marcaine with epinephrine prior to removal of the cannulas. Dose or amount: unk. Frequency: 4ml/hr & hr bolus, 2 cc/hr x 50 hrs. Route: 014. Dates of use: 2005, 2006. Diagnosis or reasons for use: recur dislocation right shoulder, capsulitis, contracture rt shoulder.